Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that interactions with the anatomy and/or other devices resulted in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, d6a: estimated dates d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the supera self expanding stent system (sess) is difficult to deploy the stent. A non-abbott device is noted to have a wheel mechanism that makes deployment more easy. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.